Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose values were 526 mg/dl and 110 mg/dl. The customer stated that the he did manual injection but blood glucose value did not come down. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.